Manufacturer narrative:
Since the original report was filed, the investigation into the patient injury had concluded. The ventricular perforation was due to underlying condition. The previous myocardial infarction had caused the tissue to be necrotic and fragile. The perforation was due to the pre-existing condition. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the ventricular perforation is on-going at this time. Upon completion of the investigation a final report will be filed.

Event description:
A patient was admitted in cardiogenic shock suffering from an acute myocardial infarction. He had presented to a community hospital after 2 weeks of symptoms, and was transferred to the tertiary center for cardiac care. When assessed in the cardiac catheterization lab, multivessel coronary artery disease was diagnosed, and the team placed an impella cp for hemodynamic support. The patient was intubated and continued to deteriorate. The team placed va ECMO. When an echo was performed a visualization was made of free wall rupture of the left ventricle (lv) at the apex, which was attributed to the use of, and placement of, the impella. The patient was taken to the operating suite and the lv was repaired. In addition he received 13 units of blood product. Later the family made choice to only allow care and comfort. He later expired.